Event description:
During an initial implant procedure, dislodgement of the right ventricular (rv) lead was observed visually. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.